Manufacturer narrative:
This report is submitted on december 21, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced intermittent performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. Revision surgery is scheduled but has not yet occurred as of the date of this report.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2019. This report is filed on april 29, 2019.